Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete patient information. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number: 1627487-2020-24107. It was reported that during a procedure to add additional leads on (B)(6) 2020, it was discovered the right s1 lead had migrated out of place. In turn, the physician explanted the s1 lead and replaced it. Post-operatively, stimulation therapy was restored. It is unknown which lead is the right s1 lead, therefore both s1 leads are being reported.